Manufacturer narrative:
(B)(4). D4: primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10: unknown oxford femoral component, lot#: unknown. Unknown oxford tibial component, lot#: unknown. G2: australia. H11: no additional information available. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. A review of the complaint histories could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent revision surgery due to instability. The bearing was explanted. No additional information is available and the product has been discarded.